Event description:
The customer reported that the system intermittently failed to boot and locked up due to corrupt system data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was replaced. System software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.